Manufacturer narrative:
(B)(4). Product not yet returned for evaluation most likely underlying root cause of malfunction: strip issue (B)(4).

Event description:
Consumer reported complaint for e-0: invalid hematocrit. Son is calling on behalf of the customer. Son stated the customer has been using the meter for a few months and is getting a lot of e-0 errors. Son stated customer is trying to run a blood test but is getting the e-0 error message. During the call on (B)(6) 2016, the customer was feeling shaky and tired. Son stated that customer was admitted to the hospital on (B)(6) 2016 due to low blood sugar. Son stated customer's blood sugar had dropped, she had gotten dizzy and fell and hit her head. Son stated the paramedics had come and her blood sugar was 68 mg/dl. Son stated customer went to hospital, they got her blood sugar up to 91 mg/dl but then it dropped again to 60 mg/dl. Son stated that the customer was given some medications to get her glucose level up while at the hospital. Son stated the diagnosis from the hospital was low blood sugar. Customer was released from the hospital on (B)(6) 2016. The customer has been diagnosed with anemia. Customer's medications include plavix, medication for blood pressure, lipitor, calcium pill, centrum silver, folic acid, medication for diabetes, iron pill, baby aspirin, medication for her memory, potassium, medication for depression, gabapentin. The customer has slight kidney issues and is not on any routine treatments. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.